Event description:
Additional information was obtained and indicated that defibrillation threshold (dft) test was performed. 1.1 joule shock returned normal impedances; however the full energy shock returned oor sli therefore this rv lead was surgically abandoned and capped. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high out-of-range (oor) shock lead impedance measurements of greater than 125 ohms. Other lead measurements were stable. Commanded test and all the vectors were checked and still displayed high oor sli measurements. Isometrics were performed and fine noise on shock channel was noted. The field representative will discuss it with the physician. This system remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.